Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the cryosolutions 4pk cartridge (33517) canister leaked or sprayed "cryo" when attached to the adapter on more than one occasion. There was no patient involvement; thus, no deaths, injuries, or surgical delays were reported.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h6, h11. The device cryosolutions 4pk cartrge (33517) was returned for evaluation. The device history record (DHR) was reviewed, and no abnormalities related to the reported issue were observed. Failure analysis: the returned cryosolutions cartridges were in used condition with no visible defects. Per visual and functional evaluation, two cartridges were full and functioned properly when attached to a test 33510 set. The issue of leaking during installation may be the result of incomplete attachment to the pen unit or a damaged o-ring inside the pen unit. Per the IFU, cryosolifu, "screw the cartridge into the control mechanism in a clockwise direction both quickly and completely to ensure proper functionality. Small amounts of gas escaping from the cartridge while being attached indicate poor alignment of the cartridge to the control mechanism." The issue of gas escaping, with no hazardous situation of "unintended cold applier to patient/user" occurring, is accounted for with the negligible risk line " device does not function as intended." Root cause analysis: the reported complaint could not be duplicated. The returned 33517 cartridges are in used condition with no visible defects. Two cartridges were empty, and the other two functioned properly. This issue may be the result of incomplete attachment of the cartridge or damage to the pens' o-ring.

Event description:
N/a.